Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 3007963827 - 2019 - 00303. 3007963827 - 2019 - 00304. 0002648920 - 2019 - 00768. 0002648920 - 2019 - 00767. 3007963827 - 2019 - 00302. Concomitant medical products: 42512400714 articular surface fixed bearing posterior stabilized 64363834. 42540200038 all-poly patella cemented 38 mm diameter 64333036. 42540200035 all-poly patella cemented 35 mm diameter 64435171. 42500606401 femur cemented posterior stabilized (ps) standard left size 8 64295001. 42532007101 natural tibia cemented 5 degree stemmed left size e 64293405. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.